Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhausted shock therapy due to ventricular tachycardia (vt). The shocks did not convert the rhythm; however, the patient was able to convert the rhythm. No additional adverse patient effects were reported. This ICD remains in service.